Event description:
Healthcare professional reported right side deflation and "any creases". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "any creases". Device has been explanted and replaced.

Manufacturer narrative:
Device analysis: deflation: observed, an opening on valve bond edge side assessed as unidentified (tear) opening. Crease/folding of implant: crease fold observed on the device. Additional observations: brown particles in shell are observed. No further actions are required as the device was implanted.